Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had a ruptured hose and was making excessive noise. It was determined that the device had insufficient/low power. It was further determined that the device failed pretest for hose verification, muffler tube verification, noise assessment and rotational speed assessment. It was noted in the service order that the device¿s isolation was ripped. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported conditions of ruptured hose and excessive noise identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).